Manufacturer narrative:
Product complaint #: (B)(4). Date sent to the FDA: 2/18/2020. Additional information: d4, h4. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/8/2020. Correction: d2, d2b, g1, g2, g5.

Manufacturer narrative:
(B)(4). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the adapter that was supplied with the blake drain used during the connection or was the adapter some other which is not an ethicon product? Specifically where did the disconnection occur, between the blake drain & the adapter or between the adapter and the drainage vial (product code: 28200, device from clinical iht)? When was the hematoma noticed? What was the size of hematoma? Date of abdominal aspiration the patient demographic info: age, gender, weight, bmi at the time of index procedure the diagnosis and indication for the surgical procedure? What is physician¿s opinion as to the etiology of or contributing factors to this event current status of the patient?

Event description:
It was reported that a patient underwent a petrecotmy and a parotidectomy procedure on an unknown date and a drain was used. At the end of the procedure, the drain was connected to a drainage vial. At the chamber return, the drain was disconnected to the vial 3 times. A hematoma was observed. There was a reset of the aspiration after draining of the hematoma, by abdominal aspiration. Additional information has been requested.